Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging between 251-253 mg/dl. Customer alleged bg was due to unspecified cartridge issues. A cartridge change was performed resolving the issue.